Event description:
Dentist reported a fractured abutment screw and implant had to be removed.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The top portion of the fractured screw was discarded. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.